Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose over 400mg/dl. It was stated that the customer was vomiting and felt weak. Previous to being taken to the hospital, the customer changed the infusion set in the morning. It was stated that the customer changes his infusion set every two to three days. Troubleshooting was declined and the customer's mother requested to have the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.